Event description:
Pt with a history of smoking was using oxygen at home. Pt had 3 small oxygen tanks with a concentrator. The family indicates that pt would typically remove oxygen and place it between couch cushions. A cigarette was found in an ashtray near pt. A fire started. The investigator was unable to determine if the oxygen concentrator was the cause of the fire because it was badly burned. The pt died. The cause of death is unknown to this writer.